Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
The patient claimed to be experiencing lack of pain relief since pump implantation. A reservoir volume higher than expected in the pump was observed at a refill appointment on (B)(6) 2015. On (B)(6) 2015, a catheter access port (cap) procedure and pump re-priming were performed but no fluid was observed at the end of the pump stem. The pump was explanted and returned for evaluation.